Event description:
Same case as: 2134265-2015-00879. Reportable based on device analysis of the related burr complaint completed on (B)(4) 2015. It was reported that the burr's rotational speed was lost. A 1.50mm rotalink¿ burr and a rotawire were selected to treat the target lesion. During the test, outside the patient, the speed was set at 160,000rpm. However, it was noted that the burr lost its speed many times during rotation. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, analysis of the related burr complaint revealed that a guide wire could not be removed from the burr.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: corrected from: "the device was returned for analysis. A visual examination of the complaint unit was carried out and no issues were noted. The handshake connection was inspected and no damage was noted. The coil proximal to the handshake connection was observed to be kinked. A guide wire was returned running through the device. An attempt was made to remove the guide wire but a resistance was felt, possibly due to the kink in the coil and the guide wire could not be removed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors." Corrected to: " the device was returned for analysis. A piece of rotawire loaded in rotaburr and the unit has wire broken and distal end damage. The visual inspection was performed and the device returned inside the rotaburr exposing only the distal end; the wire could not be removed from the rotaburr. Moreover, the spring tip is damaged (coilwire unraveled and corewire broken). The proximal section of the wire was not returned and evidence of fluids were found on this device indicating that the wire was in use. All the outer diameter measurements are within the specifications. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors." (B)(4).

Event description:
Same case as: 2134265-2015-00879. Reportable based on device analysis of the related burr complaint completed on 29jan2015. It was reported that the burr's rotational speed was lost. A 1.50mm rotalink¿ burr and a rotawire were selected to treat the target lesion. During the test, outside the patient, the speed was set at 160,000rpm. However, it was noted that the burr lost its speed many times during rotation. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, analysis of the related burr complaint revealed that a guide wire could not be removed from the burr.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was returned for analysis. A visual examination of the complaint unit was carried out and no issues were noted. The handshake connection was inspected and no damage was noted. The coil proximal to the handshake connection was observed to be kinked. A guide wire was returned running through the device. An attempt was made to remove the guide wire but a resistance was felt, possibly due to the kink in the coil and the guide wire could not be removed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).